Event description:
It was reported that during a cardiac ablation procedure, a small st elevation was observed after four pulsed field ablation (pfa) lesions on the mitral line. Two milligrams of a nitrate drug was injected and then waited to add more drug because the patient had a low tension. The physician continued pfa lesions on the mitral and observed a "real" st elevation at the end of the termination of the line. 1 mg of the nitrate drug was injected at two different times. A coronarography was done at the end of the procedure with an injection again of the nitrate drug intra coronary and a "very small thing" was observed on the postero-lateral coronary but it was so small that the physician didn't really know if it was due to the pfa energy. Additionally, during the procedure, the catheter stopped moving and it was not visualized on the map. Several error messages stating, "magnetic tracking initializing, ciu is starting". Abl was loading and after all messages, the catheter movement was visualized on the map. This issue occurred three times. The head of the "scopy" was not close to the patient. The procedure was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Incoming information indicated the patient had a coronary spasm. The mitral line was being ablated when the adverse event occurred. The spasm resolved. Clarification that the angiogram performed at the the end of the procedure showed small damage observed on the post-lateral coronary that could not be confirmed if it was a result from a pfa lesion or existed before ablation. Additionally, it was clarified that 'scopy' was referring to the fluoroscopy and 'abl' was ablation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: ECG image, fluoroscopy image and 3d map images were received and reviewed. St elevation was confirmed, narrowing in coronary artery was confirmed, and the 3d map image review confirmed a pulsed field ablation lesion next to mitral valve. In conclusion, the reported issues (st elevation and lesion) were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.